Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2012 mesh was implanted due to stress urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient had procedures on (B)(6) 2005 and (B)(6) 2005 and bs - lynx and perigee/apogee/bioarc were reported as having been implanted respectively by brian sam christine at uab medical west in bessemer, al. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient had procedures on (B)(6) 2005 and (B)(6) 2005 and bs - lynx and perigee/apogee/bioarc were reported as having been implanted respectively. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that patient underwent removal of sling on (B)(6) 2005 due to sling failure and extrusion.